Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer agreed to use a backup therapy, manual injections, to maintain insulin delivery. The customer was informed that a replacement pump with updated software would be sent to them, along with instructions for its use, and acknowledged the steps required for returning the faulty pump.